Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received intermittent button response due to moisture damage keypad trace. The insulin pump had a scratched lcd window, cracked display window corners, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and keypad anomaly. The customer's blood glucose reading was unknown. The customer stated there is fluid under the lcd screen and the act button is unresponsive. The customer was asked to return pump back for analysis.